Event description:
It was reported that the patient was experiencing heart failure symptoms as the tricuspid valve would not close properly due to placement of the lead on the upper ventricular septum. The lead was removed and not replaced as the patient was implanted with a single chamber device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.